Event description:
The pt's mother reported that her son's pdm measured his blood glucose at 239 mg/dl while his back up meter read 62 mg/dl (exact times not reported). She stated, he had a seizure and was rushed to the ER. A healthcare practitioner later reported to insulet that the pt had a hypoglycemic seizure.

Manufacturer narrative:
The returned device was evaluated and performed within specification. The reported inaccurately low blood glucose measurements were not confirmed. No other product condition that would have contributed to the pt's hypoglycemia and seizure. Qualification records were reviewed and product lot met all acceptance criteria. The omnipod user's guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."